Event description:
It was reported, the touch screen with pen is not responsive. It was also reported the printer is slow. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Touch screen with pen not responsive; display out of electrical specification. Prints slowly after interrogation. System errors found in the programmer error log.